Event description:
While using the davinci robot the mega needle driver 'locked up' and surgeon was unable to move instrument. Surgeon requested to have davinci called for assistance. Rep for davinci was called for direction and assistance; surgeon was advised to use the instrument release kit. The instrument release kit was located on the davinci tower and was utilized to gain access to the mega needle driver; the surgeon was able to gain control of the needle driver once again and continue with case. Mega needle driver information: lot #: k102203280281, ref#: 470194.